Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meters: meter a with serial number (B)(6). Meter b with serial number (B)(6). At 9:36 am, the result from meter a was 454 mg/dl. At 9:37 am, the result from meter a was 156 mg/dl. At 9:38 am, the result from meter a was 118 mg/dl. At 9:43 am, the result from meter b was 108 mg/dl. At 9:58 am, the result from meter b was 115 mg/dl. At 10:17 am, the result from meter b was 178 mg/dl.

Manufacturer narrative:
Qc levels 1 and 2 passed within 24 hours of meter testing. The test strips have been requested for investigation but have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.